Event description:
It was reported to philips that the device has an error message during power test. There was no patient involvement. The customer requested that a philips remote service engineer (fse) be dispatched to the customer site. Upon troubleshooting of the device, additional testing was completed by the customer and the reported issue could not be replicated. The unit passed all required testing with no noted issues that could have caused or contributed to the original allegation. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. It has been suggested if problem returns, the customer could order and replace the therapy capacitor and/or processor pca, and then reload the software to troubleshoot the device. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.